Manufacturer narrative:
Correction: reporting become aware date and g3 - date received by MFR was 2/19/2026.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a high priority alarm- downstream occlusion. The device was visually inspected and there was a cracked downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a crack downstream occlusion seal during testing. During physical inspection, the crack downstream occlusion seal was verified. There was no patient involvement, no injury was reported.